Event description:
The user facility reported that the aic displayed a purge disc not detected error message each time a cassette was installed. Three separate cassettes were installed and each of them triggered the same failure. The aic was subsequently swapped and no further issues were noted. There was no patient harm.

Manufacturer narrative:
(H3) the investigation into the reported purge cassette not detected issue has been completed since the original report was filed. Product was returned for investigation. The device was visually inspected and data review found imc logs from the complaint date revealed that the console issued the purge disc not detected alarm (event set #402) several times for example [(B)(6)2023 10:52:06 imcgui: event set: #402 from 13 (1)]. During device analysis, the console was tested after arriving in fs. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. The root cause for the purge disc not detected alarm was a missing purge flag. Should additional relevant information become available, a supplemental report will be filed.